Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient had a atrial fibrillation episode with loss of capture on the right ventricular lead. The patient would be brought into clinic for re-evaluation. No additional information was available.